Manufacturer narrative:
Insulin pump received with broken reservoir tube lip and missing reservoir tube o ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was broken at the reservoir case. The customer¿s blood glucose was unknown at the time of incident. The customer stated that reservoir was able to lock in place when inserted into insulin pump. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.